Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the compressor on a 980 ventilator went into an inoperative state. Although the ventilator was connected to wall oxygen (o2) and continued to ventilate the patient, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the accumulator check valve. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An accumulator check valve was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue could not be duplicated.

Manufacturer narrative:
(B)(6) 2017. If information is provided in the future, a supplemental report will be issued.